Manufacturer narrative:
Device evaluation completion date: 16-aug-19. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that alarms for "cassette latch was closed", "standard admin set latched" and "cannot start pump" were recorded in history. During analysis, the "air in line" complaint was able to be replicated. When starting the pump, the pump alarmed and display "cannot run pump with air in line". The line was primed and checked for bubbles, there were not any. Multiple attempts with two different cassettes resulted in the same alarm. It was noted that the reported problem was caused by a bad air detector. Service will replace the air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump alarmed air in line. No adverse effects were reported.